Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with the olympus technical assistance center (tac), the tca advised the customer to call back once he was in front of the unit to help troubleshoot. Tac called the customer to follow up with the request. The customer has not had the chance to work on this issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had no image on the monitor. The issue occurred during preparation for use for a therapeutic gastroscopy procedure which was completed with a similar device without delay. There were no reports of patient harm.